Manufacturer narrative:
Results - visual inspection of the returned product showed that the cartridge was cracked, and there was a clear surgical residue on it.

Event description:
It was reported that a sfc-25 fp cartridge was cracked upon receipt and not used. No pt contact.